Event description:
The surgeon implanted a cc4204bf plate silicone lens. The lens was removed due to the patient's capsular bag tore. The iol injector and iol injector cartridge, model and lot numbers unknown.